Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 121 mg/dl at the time of incident. Insulin pump had a motor position encoder error alarm drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during prime/a33 test due to loose drive support disk. Unable to verify motor position encoder alarm due to motor error alarm noted. The motor was tested outside of the device and passed.